Event description:
It was reported that two patients died and there was patient involvement. It was later reported the scope was used on two patients that had an event the next day. They do not think the cause of death was related to the subject device and there were no reported issues with the subject device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field d8. The device was evaluated by olympus. And no reportable malfunctions were found, that could have led to the reported event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the subject device was unrelated to the suggested event. However, the root cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.